Event description:
It was reported that post successful 6f angio-seal device deployment, date unknown, the patient presented to a surgeon for a surgical consultation. During the consultation, the pt complained of groin pain with redness. The pt tested positive for staph aureous and was admitted to the hospital in 2001 to treat the cellulitis which included IV antibiotics and surgical drainage.